Manufacturer narrative:
Concomitant medical products: enlw1616c95ee, (B)(4); enlw1616c120ee, (B)(4); enlw1613c95ee, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of a 57 mm diameter fusiform abdominal aortic aneurysm. In addition, kissing bare metal stents from unknown manufacturer were implanted. It was reported that the patient expired approximately three years and nine months after the index procedure. The exact cause of the death was unknown. The causality between the death and device or procedure was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.